Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a low blood glucose level of 50 mg/dl. Her insulin pump was supposed to vibrate in two hours but it did not. She needed assistance setting up her blood glucose reminder. The product was not returned. Nothing further to report.